Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "device occluded. " no adverse trend was indicated. Returned for evaluation was the used port body. The catheter tubing was not returned. The port septum showed a minimum of use. Patency testing found no occlusion in the port. The port was also infused ans aspirated without difficulty. The reported port occlusion is not confirmed. The possible reason the physician could not flush or draw is that the catheter was occluded (possibly tip pressed against vessel wall). The catheter was not returned and could not be examined. ((B)(4)).

Manufacturer narrative:
It has been indicated that the used port will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Angiodynamics notified via user medwatch # (B)(4) of a smart port which was removed/explanted due to the user's inability to flush and draw blood from the device. Another port was implanted. No patient injury was reported.